Event description:
It was reported by customer that they had been hospitalized for low blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 21 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Nothing further reported.

Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self test, error test, displacement test and basic occlusion test. Unable to prime unit during test due to faulty receiver unit. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window and case.